Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of investigation.

Event description:
Due to alleged mechanical issues, iol was removed by the physician. Additional information has been requested and has not been received.

Manufacturer narrative:
Additional information received indicated that the lens was removed and replaced with same type of lens with different diopter power. The exchange was likely performed to address significant residual refractive error of 2.5 diopter. Refractive error is most commonly due to pre-operation biometry error or power calculation and unrelated to the device; therefore, this event is assessed as not reportable.

Event description:
Additional information received, indicated that the lens was removed and replaced with same type of lens with different diopter power.